Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the pacemaker to be implanted failed to capture the heart. The implant procedure was aborted. The pacemaker was then replaced on (B)(6) 2021. No patient consequences.